Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4) implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported impedances were all ok, no malfunctions were seen or causes of the issue determined, reprogramming was done, and the outcome was the patient had good coverage and stated that "it felt better".

Event description:
It was reported the patient had a loss of therapeutic effect. It was reported that when the patient would go in and get her implantable neurostimulator (ins) adjusted, it would work for a day or two, then she wouldn't feel relief from ins. It was noted the patient had fallen 2 weeks ago ((B)(6) 2014) and noticed more problems after the fall. It was reported that the patient was going to call her hcp and then let the manufacturer representative know when to be at the appointment. It was reported the appointment was set for (B)(6) 2014.